Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia of up to 580 mg/dl and believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer had changed the active basal rate from profile 1 to profile 4. No basal rate was programmed for profile 4; therefore, the daily total was 0 iu.